Manufacturer narrative:
Complaint conclusion: as reported, the plug button of a 6f exoseal vascular closure device (vcd) could not be pressed during retraction. Manual compression was performed to achieve hemostasis. There was no reported patient injury. No damage was observed on the device or packaging prior to opening, and the device was stored and prepared in accordance with the instructions for use. The user was trained in use of the device, and the exoseal vcd was used during an interventional procedure with a retrograde approach. The femoral artery¿s suitability was verified on angiography with appropriate insertion angle, vessel diameter was confirmed to be at least 5 mm, and no calcium, plaque, tortuosity, stenosis, stent, or pre-existing complications were identified at the puncture site. During use, the exoseal vcd and sheath introducer were retracted together until pulsatile flow slowed or stopped and the indicator window turned solid black. During attempted button depression, the button could not be depressed at all, and excess force was required. At that time, the indicator window showed a solid black color, with no red color observed during retraction. One non-sterile exoseal vascular closure device 6f was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found fully deployed. A 6f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18409864 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the device since the lever was able to be fully depressed and achieve successful deployment during the analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18409864 presented no issues during the manufacturing process that can be related to the reported event.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug button of a 6f exoseal vascular closure device (vcd) could not be pressed during retraction. Manual compression was performed to achieve hemostasis. There was no reported patient injury. No damage was observed on the device or packaging prior to opening, and the device was stored and prepared in accordance with the instructions for use. The user was trained in use of the device, and the exoseal vcd was used during an interventional procedure with a retrograde approach. The femoral artery¿s suitability was verified on angiography with appropriate insertion angle, vessel diameter was confirmed to be at least 5 mm, and no calcium, plaque, tortuosity, stenosis, stent, or pre-existing complications were identified at the puncture site. During use, the exoseal vcd and sheath introducer were retracted together until pulsatile flow slowed or stopped and the indicator window turned solid black. During attempted button depression, the button could not be depressed at all, and excess force was required. At that time, the indicator window showed a solid black color, with no red color observed during retraction. The device had not been returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.additional information is pending and will be submitted within 30 days upon receipt.